Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was intermittently failing. A field service engineer confirmed that the remote manager was not failed and cleaned the contacts on the latch to ensure proper electrical connection and then applied carbon conductive grease to improve conductivity and used pliers to carefully reshape the solace connectors on the harness for more to secure fit. The test application and inventory were successfully verified by the customer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was intermittently failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.